Event description:
A percutaneous coronary intervention (pci) was performed for a lesion in the left anterior descending (lad) artery. Upon withdrawal of the intravascular ultrasound (ivus) catheter, the catheter became stuck on a stent and was not able to move. At this time the physician removed the imaging core from the catheter and inserted a guidewire into the catheter. The catheter was released from the stent, and removed outside the pt. No pt injury was reported and the case was completed with another of the same device. The pt was reported to be in good condition.